Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device did not insufflate. The surgeon then used another device to resolve the issue in order to complete the case.